Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited no sensing of p-waves, undersensing, no capture and had a dislodgement. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.